Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they went back to their doctor and the doctor's assistant went through a series of stim adjustments and left it stimulating gently in their bottom area, that dissipated they stopped noticing it but prior to the adjustment they had noticed it momentarily in their vagina when the doctor had adjusted it. Pt said after the adjustment, it wasn't doing as good a job so pt increased on the same program and noticed the sensation felt different: they felt it in their vagina again and that helped (their symptoms) but now they don't feel it at all. Reviewed stim sensation information and some device general information. Additional information was received from the patient. They reported that there was no trouble with the unit. They just wanted to confirm with a live person that it was safe to have an MRI. It was confirmed and the person and patient discussed details on how and when to turn the unit off and on for the test. Additional information was received from the patient. They reported that their call was to confirm with a human being that their implant was safe if turned off during and MRI.

Manufacturer narrative:
B3. Date is estimated; year is valid. H3: analysis of the returned implantable neurostimulator (ins) indicated that the device passed functional testing; however the setscrew was backed out too far. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.